Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 1/22/2020. Device evaluation: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the investigation was cancelled. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. Best estimate is between (B)(6) 2019 - (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient could not see well with the intraocular lens (iol), therefore, the lens was explanted from the patient's right eye. There was no vitrectomy, incision enlargement or sutures required. Another lens (same model and lower diopter) was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.